Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], piston rod stiffness, piston rod very hard to move inside the pen [device physical property issue], pen does not inject dose completely [incorrect dose administered by device], missing doses due to the pen issue [drug dose omission by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "piston rod stiffness, piston rod very hard to move inside the pen(resistance to movement in device)" with an unspecified onset date, "pen does not inject dose completely(partial dose delivery by device)" with an unspecified onset date, "missing doses due to the pen issue (drug dose omission by device)" with an unspecified onset date, and concerned a 161 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's weight: 35 kg patient's height and weight not reported. Dosage regimens: novopen 4: novorapid penfill: regimen 1: 5u, regimen 2: 8u, regimen 3: 10u, regimen 4: 8 or 10 u. Current condition: type 1 diabetes mellitus (20-apr-2024). Concomitant products included - toujeo (insulin glargine) . On an unknown date patient suffered from hyperglycaemia with fasting blood glucose (blood glucose) of 500 mg/dl, post prandial blood glucose of 250 or 260 mg/dl (blood glucose), hba1c (glycosylated haemoglobin) was 12 from 1 month (unit not reported) due to piston rod stiffness, pen does not inject dose completely, piston rod very hard to move inside the pen. There was too much pressing on the dose counter that made the needle break in the injection site (needle not specified). The patient was missing doses and due to the pen issue . Pen training was offered and during it first, patient was asked to remove the penfill and the needle from the pen and separate the 2 pen parts from each other then patient was asked to pull the piston rod outside the pen, make the piston rod face the ground and adjust the counter on 60 u (the last dose) and press on the dose button to make the dose button return to zero and notice the movement of the piston rod during pressing patient was asked to add a new penfill and make sure that the piston rod touches the penfill rubber. It was informed that piston rod was very hard to move inside the pen so patient was asked to keep the pen warmer with her hands and add the penfill patient was asked to adjust the dose counter on 60 u and after pressing gently the dose counter stopped on 60 u . It was then asked to rotate the dose counter back and adjust on 4 u then finally, after adding a new needle then asking to inject the 4 units the pen injected only 1 unit and stopped . It was offered to change the needle, but patient did not satisfy and asked to be directed to ncc. Batch numbers: novopen 4: mvg7t30 novorapid penfill: rr730v8, rr730v8, rr730v8, rr730v8 . Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycaemia (hyperglycemia)" was not yet recovered. The outcome for the event "piston rod stiffness, piston rod very hard to move inside the pen(resistance to movement in device)" was not yet recovered. The outcome for the event "pen does not inject dose completely(partial dose delivery by device)" was not yet recovered. The outcome for the event "missing doses due to the pen issue (drug dose omission by device)" was not yet recovered. Reporter's causality (novopen 4) - hyperglycaemia (hyperglycemia) : possible piston rod stiffness, piston rod very hard to move inside the pen(resistance to movement in device) : possible pen does not inject dose completely(partial dose delivery by device) : unknown missing doses due to the pen issue (drug dose omission by device) : unknown company's causality (novopen 4) - hyperglycemia (hyperglycemia) : possible piston rod stiffness, piston rod very hard to move inside the pen(resistance to movement in device) : possible pen does not inject dose completely(partial dose delivery by device) : possible missing doses due to the pen issue (drug dose omission by device) : possible reporter's causality (novorapid penfill) - hyperglycemia (hyperglycemia) : unlikely piston rod stiffness, piston rod very hard to move inside the pen(resistance to movement in device) : unlikely pen does not inject dose completely(partial dose delivery by device) : unknown missing doses due to the pen issue (drug dose omission by device) : unlikely. Company's causality (novorapid penfill) - hyperglycemia (hyperglycemia) : possible piston rod stiffness, piston rod very hard to move inside the pen(resistance to movement in device) : possible pen does not inject dose completely(partial dose delivery by device) : possible missing doses due to the pen issue (drug dose omission by device) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.